Event description:
Initial reporter indicated that "she was having issues communicating with multiple patients." She said that "she has to repeatedly interrogate every patient to obtain communication." A malfunction is suspected against the programming wand. Good faith attempts are being made for the product return for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.